Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia and insulin pump had blank display. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that insulin pump was received power loss alarm. Customer was able to successfully clear the alarm. Customer had not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that display was not blank currently. Customer stated battery cap was neither damaged nor corroded. Customer stated that they run self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.